Manufacturer narrative:
Product event summary: the unit was not returned for evaluation. The event reported as ¿power disconnect, discharge short-circuit alert, charge short-circuit alert¿ could not be confirmed. Log file analysis was performed and it did not reveal any of the alarms that were mentioned in the complaint for august 15, 2015. Logs indicate normal operating range of power consumption. Premature switching events were noted with the battery reported in the event ((B)(4)). Additional power switching events were observed with batteries (B)(4). This observation is not related to the reported event. An internal investigation has been opened under to evaluate these types of issues. The unit¿s incoming inspection records indicate that there were no anomalies prior to its release to the field. The unit was not returned for evaluation. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the log files stating ¿power disconnect¿ showed discharge short-circuit alert and change short-circuit alert with the battery. The battery was replaced. No patient complications have been reported as a result of this event.